Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during set-up, the plastic housing above the heat exchanger on the oxygenator was cracked. There was no patient involvement as this occurred during set-up. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo did receive the actual device for investigation and visual inspection confirmed the complaint, the adapter between the oxygenator and the heat exchanger was cracked. Review of the damage type is consistent with excessive shock force post production. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.